Event description:
A report was received that the patient was having numbness in his right leg. The physician nicked the dura during the placement of the needle. A blood patch was used for treatment. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50e serial # (B)(4) description: linear 3-4 trial lead 50cm.